Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the reported unintended system motion and malposition of the device include, but are not limited to, stent placement, patient anatomical morphology (calcification, tortuosity), inflation technique during use of the product or under-sizing of the vessel. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported unintended system motion and malposition of the stent; however, the treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the iliac artery with heavy calcification and moderate tortuosity. The 9x29 mm omnilink elite stent delivery system (sds) was advanced to the lesion through a 7fr long sheath. The balloon was inflated but it was noted that the stent migrated from the balloon and the lesion was missed. About 30% of the stent is inside the target lesion. A 9x19 omnilink elite stent was implanted to overlap and cover the rest of the lesion. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.